Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in clinic with high ventricular rate episodes due to oversensing of far r wave. Programming changes were made. No patient consequences were reported.